Manufacturer narrative:
Changed evaluation method codes from 'device not returned 4114' to 'device discarded 4115.' Internal complaint trackwise #: (B)(4). Autonumber #: (B)(4). Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the insulation that covers the jaws fractured off. All pieces were retrieved from the tunnel. They were retrieved with the second device.a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Product being held by customer. Will be released once their risk management completes an investigation.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, part of the insulation that covers the jaws fractured off. All pieces were retrieved from the tunnel. They were retrieved with the second device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.